Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va21he6, implanted: (B)(6) 2019, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient had fallen out of bed and the previous symptoms they had before implant returned. It was "not working." Troubleshooting took place, where the patient was reprogrammed in the office, but they ended up having their lead replaced on (B)(6) 2020. Their issues were resolved at the time of the report.